Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (lowest of 45 mg/dl). Juice and dates were consumed to treat bg level. System check was performed with tandem technical support and verified that the customer's basal rate settings was set at 10 unit/hour instead of 1.0 unit/hour. Additionally, the correction factor, target bg, or carbohydrate ratio settings had not been set up. The customer successfully adjusted the pump settings.